Event description:
Physician unable to advance 22 fr dilator cooks chest tube kit onto guide wire. Lumen for dilator extremely small causing bending of the guide wire and not allowing dilator to advance to complete chest tube insertion. Dilator and guide wire with packaging sent to hospital materials management department for vendor notification. Manufacturer response for chest tube kit, cooks (per site reporter): no charge replacement.